Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinic enrolled their patient with a typographical error and observed transmission data that does not belong to their patient. The full report of the transmission included no patient name or episode data, but included a birth of date, a phone number, implant date as well as the reason for monitoring. Notified the clinic of the error and advised them to discontinue the patient to allow the correct clinic to be able to enroll the patient. Also advised the clinic to identify the correct serial numberfrom their patient to make sure to enroll the patient correctly. No patient complications have been reported as a result of this event.